Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion surgery with posterior percutaneous pedicle screw fusion at l2/5 on (B)(6) 2015. On (B)(6) 2016 patient underwent revision surgery due to adjacent vertebral fracture where in fixation was extended to th7/l5. Post op, patient had screw loosening and top level vertebral fracture.neurological symptom was observed. On (B)(6) 2015 the patient underwent a revision surgery(thoracic posterior fusion) to extend level until th2.th7 pedicle screw was removed.

Event description:
It was freported that on (B)(6) 2016 patient underwent revision surgery due to vertebral fracture of the most cranial side of the treated level. Fixation was extended to th7/l5. Post op, patient had screw loosening and top level vertebral fracture(most cranial level of treated vertebrae).neurological symptom was observed.on (B)(6) 2016 the patient underwent a revision surgery(thoracic posterior fusion) to extend level until th2.th7 pedicle screw was removed.